Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ventricle during a gastroscopy procedure performed on an unknown date. During the procedure, after the clip was put in place, the nurse fired it. Suddenly, a metal wire stuck out from the handle, making it impossible to release the clip from the delivery system. However, the nurse could push the metal wire back into the handle, and as a result, the clip was finally released from the delivery system. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip that couldn't be released from the delivery system. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Microscopic examination was performed, and it was found that the catheter is kinked next to the bushing. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip couldn't be released from the delivery system was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip that couldn't be released from the delivery system.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ventricle during a gastroscopy procedure performed on an unknown date. During the procedure, after the clip was put in place, the nurse fired it. Suddenly, a metal wire stuck out from the handle, making it impossible to release the clip from the delivery system. However, the nurse could push the metal wire back into the handle, and as a result, the clip was finally released from the delivery system. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.